Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed a one time out of range impedance measurement. The patient was seen in clinic for device testing where all testing was reported to be normal. The system will continue to be monitored. There were no adverse patient effects.